Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4) - surgical intervention. It was reported that the following the procedure the patient experienced pain and obstruction. It was also reported that she underwent a revisionary procedure on (B)(4) 2016. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/3/2020.

Manufacturer narrative:
Date sent to the FDA: 6/27/2021.